Event description:
It was reported that the doctor revised hip stem due to dysplastic formation of bone at the isthmus. He thought it might be loose.

Manufacturer narrative:
An event regarding a revision due to dysplastic formation of bone at the isthmus involving a secur-fit max 132 hip stem #6 was reported. The event was not confirmed. Device history review: all devices accepted into finished goods conformed to specification. Complaint history review: not performed as no device specific failure mode was identified. It was reported that the doctor revised as it was thought that the stem was loose. It was determined that the patient had a dysplastic formation of bone at the isthmus.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the doctor revised hip stem due to dysplastic formation of bone at the isthmus. He thought it might be loose.